Event description:
It was reported that the clinician was unable to obtain data for the battery voltage, longevity and lead impedances. The clinician was able to end the session and reinterrogate the device to obtain the data successfully. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 1642t, competitor implantable pacing lead, implanted: (B)(6) 2010. Product ID: 409258, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).